Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump stopped receiving glucose readings from a paired dexcom g7 continuous glucose monitor (cgm), consistent with an intermittent communication failure related to wireless components, and the issue was resolved after the user entered the sensor pairing code and followed bluetooth reconnection steps. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the dexcom g7 and the ilet, consistent with intermittent communication failure and involving the antenna/electrical-magnetic communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.